Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this event. The reported patient effects of intimal dissection are listed in the xience prime everolimus eluting coronary stent system instructions for use as a known patient effect of a coronary stenting procedure. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a lesion in the mid left anterior descending coronary artery with moderate tortuosity, moderate calcification and 90% stenosis. The 3.0 x 38mm xience prime stent was successfully deployed; however, post deployment a distal edge dissection was noted. An additional 2.5 x 18mm xience alpine stent was deployed to successfully treat the dissection. There was no reported adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.